Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 7.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Absent the device lot number the manufacture date can not be determined.